Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The motor passed motor test. No motor error alarm. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call of having a blank screen display. Customer also reported of receiving a failed battery test alarm. Customer's blood glucose was 83 mg/dl. After troubleshooting, a new battery cap was sent to customer. Customer called back stating that new battery cap did not resolve issue. Customer was advised that insulin pump would need to be replaced.